Event description:
It was reported by the customer that their insulin pump was alarming. Informed customer alarm is due to the device being unable to detect the reservoir. Customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 197 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked.